Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump did not recognize the power source and would not charge. In addition, after the pump was plugged into a different power source (car charger), the battery gauge dropped from 75% battery life to 5%, while the pump was plugged in. There was no impact to the customer's blood glucose level.